Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Analysis of the device memory indicated an issue with capture management. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device has not automatically captured the threshold testing for fourteen days. It was also reported there were gaps in capture management where sometimes it functioned and other times it did not. Re-programming was performed, the device remains in use and no patient complications have been reported as a result of this event.